Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: total: 250ml. "Medication: sulfamethoxazole 400mg + trimethoprim 80mg in n/s 250ml run 2hr. Flow rate: 125ml/hr. The machine shows that the infusion time is 25 minutes; the total remaining amount is 54.13ml, which is equal to nearly 200ml instilled in only 25 minutes. And the nurse checked the medicine bag and there were many medicines (more than 150ml)".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.